Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown hip fracture surgery parts. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Event description:
It is reported that a patient underwent hip fracture surgery and the next day the patient complained of sciatic nerve palsy. This report is for unknown hip fracture surgery devices. This is report 1 of 1 for complaint (B)(4).